Event description:
During preventative maintenance of the device, the user reported the handcranks, pole brackets, level sensor cables, and lamp bulbs were missing. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.